Manufacturer narrative:
It was reported that there was a venous bubble sensor defective alarm . The failure occurred during treatment. The sensor was replaced during treatment. No harm to any person was reported. A getinge field service technician (fst) was sent for investigation and repair on (B)(6) 2023. The reported failure could be replicated. The defect sensor was taken out of service and a new one has been ordered. According to the service technician there was no visible damage or contamination on the sensor. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed and the device has been approved for use with a replacement sensor. The log files analysis on (B)(6) 2023 showed that the error "venous bubble sensor defective" was logged multiple times on (B)(6) 2023. Another venous bubble sensor with a similar failure was already investigated by the supplier: following possible root causes were determined: damaged wiring inside the cable due to mechanical tension. Damage due to over voltage or esd (electrostatic discharge). According to the instructions for use, chapters 2.2.5 and 5.4.4 the venous bubble sensor and the arterial flow/bubble sensor have to be tested before each use. The cardiohelp has a flow/bubble sensor for bubble detection. The optional venous bubble sensor is for additional bubble detection. The device was manufactured on 2021-01-26. The device history record of the cardiohelp was reviewed on 2023-03-20. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. Based on the results the reported failure "venous bubble sensor defective alarm" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The customer reported that there was a venous bubble sensor malfunction during treatment. It was not possible to further use that sensor. The sensor was replaced during treatment. No harm to any person has been reported. Complaint ID: (B)(4).

Event description:
The customer reported that there was a venous bubble sensor malfunction during treatment. It was not possible to further use that sensor. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
A getinge technician will investigate the cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.